Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient needed a new controller. Patient stated rep told patient that because this controller was acting up on an ongoing and intermittent basis, happening ever since he got the implant, patient should call and got the replacement controller. It was stated controller was blank screen. Patient noted the screen went blue and blank, as though it was backlit. It was mentioned controller did not correspond with the controller battery needing to be recharged. Prior the call, patient stated it resolved if he removed and replaced the batteries. A replacement controller would be sent to patient. It was noted controller got a blue screen until did reset but still happened and had since (B)(6). Additional noted from patient stated that he had several other problems. One of the issues was patient stopped feeling stimulation, his stimulation was unexpected stopped, and he checked using the controller, stimulation was off, and his numbers had reset to zero. The second issue was the implant was not working sometimes, patient checked with the controller, stim was off, it just said stimulation was off and he had to turn it back on again. Patient stated he had to turn stimulation back on and all of sudden it worked again. Patient stated two representatives were aware of these issues. Patient was redirected to healthcare provider if a new controller did not resolve the above issue. Patient became upset and they stopped asking clarifying questions. No further complication and no symptoms were reported.